Manufacturer narrative:
The root cause is a hard squeezing by the patient. (B)(4).

Event description:
Additional information received indicating the patient was squeezing too hard causing the suction to pop off in the middle of making the flap.

Manufacturer narrative:
This event no longer meets criteria for reporting based on applicable medical device regulations. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A technician reported a disabled treatment followed by a loss of suction during lasik flap treatment. The reporter stated the suction was lost after treatment was at 85 percent and they were able to complete the case after the patient interface was exchanged. Upon additional follow up the reporter indicated the patient continues to do well.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).